Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported his insulin pump is alarming no delivery. He just spoke with someone from help line and his device was working fine, so customer reconnected to the device. The device alarmed no delivery again. Customer's blood glucose was unknown. The alarm was cleared with the esc and act button. The connection was verified. Insulin exited the tubing when customer manually pushed it with a plunger. Customer reinserted the reservoir and ran a manual prime and the device did not alarm no delivery. Customer was advised the device is working as designed. Nothing further reported.